Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es adhesive on the remote manager box was loose and need to reapply adhesive and adjust remote manager. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager box was loose. A field service engineer reattached remote manager with new tape to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.